Event description:
It was reported that during use with the bd vacutainer® 9nc 0.129m plus blood collection tubes, the tubes underfilled. There was no report of patient impact.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 9617032-2024-00180 was sent in error. It was a duplicate report of 9617032-2024-00181.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd vacutainer® 9nc 0.129m plus blood collection tubes, the tubes underfilled. There was no report of patient impact.